Event description:
A trilogy 100 was returned to a third-party service center for remediation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device failed the positive and negative flow verification test steps and the active exhalation proportional valve open test step during testing. The device was recalibrated to address the flow verification issues, and the active exhalation control module was replaced for the proportional valve open test step. Additionally, not related to the reportable event the device was alarming for an internal battery depleted alarm condition. The internal battery was recharged to address the issue. No malfunction of the internal battery was noted. The device was tested and passed all final testing. In addition, the device was visually inspected and found no evidence of foam degradation.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.